Manufacturer narrative:
(B)(4). Concomitant medical products: unknown transverse pins catalog # unknown lot # unknown. The complainant has indicated that the product will not be returned because it remains implanted. Multiple MDR reports were filled for this event: 0001825034-2020-01532. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that screw is in a different position. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for screw backing out. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.